Event description:
It was reported that the patient had no pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were replaced. Additional information was received that the patient was doing well post-operatively. The explanted leads were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5005319.

Event description:
It was reported that the patient had no pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were replaced.